Event description:
It was reported to philips that the customer was unable to acquire images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was unable to perform x-rays. The procedure was completed by restarting the system. Review of the logfiles confirmed ¿post "lateral ip-pc" done/failed¿. It was reported that the system has disk full message even after deleting images. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the system failed to exposure and fluoro. Fse created image disk and set up. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome. Evaluation method code was corrected.